Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump had a cracked case at a display window corner, cracked battery tube threads, a cracked belt clip at the battery tube threads area and a cracked reservoir tube lip.

Event description:
It was reported that the buttons on the insulin pump became unresponsive. The insulin pump had not been dropped or bumped and the issue was not resolved with a battery change. The blood glucose reading was 4.4 mmol/l. Nothing further was reported.